Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was showing a "connect electrodes" message on the screen during a patient event where the defibrillation therapy electrodes were connected to the patient. When this issue occurred, the customer replaced the defibrillation therapy electrodes with another set and the same issue occurred. The customer reported that the patient was found on the floor in cardiac arrest. The customer arrived on scene and started patient care. During transport, they experienced the reported "connect electrodes" message multiple times and was unable to deliver defibrillation therapy to the patient, as a result. The customer was able to connect a backup device to the patient utilizing the connected defibrillation therapy electrodes and continued patient care. After approximately 20 additional minutes, the patient experienced rosc (return of spontaneous circulation) and the customer continued care until arrival at the hospital. The customer indicated that after transfer to the hospital, the patient was reported to not have survived the event. The customer stated that because the patient was not in need of any defibrillation shocks, based on their condition during the event, the device use did not contribute to the death of the patient.